Manufacturer narrative:
(B)(4): physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main keypad assembly at the failure analysis center and found the connector was damaged. The keypad on/off button was worn and failing to work properly.

Event description:
Physio-control evaluated the device and found that the on/off button was failing to operate properly. There was no pt use associated with the event.